Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became "very hot" while connected to a power source and the pump could not be charged despite the attempt of multiple usb cables and power sources. Subsequently, the customer received a temperature alarm. The customer's blood glucose level was 250 (mg/dl). A bolus was delivered to address bg levels. Reportedly, the temperature alarm cleared after the pump was disconnected from the power source. Reportedly the customer would continue to use the pump for insulin therapy.